Manufacturer narrative:
The date on the meter was set incorrectly. The reporter's test strips were provided for investigation where they were tested using a retention meter and controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.2 inr. Qc 2: 5.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The returned and the retention material meet the specification. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Occupation was patient/consumer.

Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4). The initial result was >8.0 inr. Upon repeat testing with the same puncture site, the meter timed out. Using a different finger, the repeat result was 6.2 inr. The therapeutic range was 2-3 inr and the patient tests once a week. The patient had diet changes of less food recently.